Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 197 mg/dl. Customer states she got a low battery and went to change it and pump gave blank display. The customer was assisted with troubleshoot and customer states currently the display was blank and the display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to missing battery cap contact. Unit was tested with test battery cap. Unit received with operating currents within specification and passed self test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery alert noted during testing or in the pump trace download. Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. Unit received with minor scratched display window, case and keypad overlay.